Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The pump ahs a cracked bottom case at battery door and l bracket area and a cracked cable receptacle. There was a motor rate error in history. The root cause of the reported issue was found to be from normal wear, parts were over 13 years old. Actions were taken to mitigate the reported issue: replaced the drive train assembly: position pot, motor/worm bushing, worm coupling, worm gear, motor mount, washer, lead screw, clutch left and right and plunger cable and replaced plunger right case (cracked), replaced the depleted battery. Replaced bottom case and a cracked power cable-receptacle. Replaced the missing left case o-ring, cable guard and return l bracket.

Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.